Event description:
It was reported that pump experienced cartridge alarm 20 and caller had similar cartridge alarms with consecutive cartridges, although this specific alarm did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup pump for insulin delivery and to contact healthcare provider for multiple daily injections if needed, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for placing problematic pump into storage mode, and instructed customer to return pump within 10 days and to manually enter pump settings and reconnect continuous glucose monitor on replacement device.